Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. Ts and suture were not returned. Depth limiter has been trimmed to the surgeons desired length. Device was not returned in the condition of the reported complaint of t1 pre-deployment.

Event description:
It was reported that something of the device was fell off before the surgery, surgeon tried to fix it, but when used, it still fell off. There was no significant delay or patient injury reported.